Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a frail posterior leaflet, and a posterior prolapse. An xt clip was inserted and deployed on the mitral valve. To further reduce mr, a second xt clip was inserted. However, after successfully grasping the leaflets, a tear on the posterior leaflet was observed. Before deployment of the second clip, the first implanted clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, the second clip was repositioned, deployed medially, and implanted. Mr remained at a grade of 4. The patient then underwent mitral valve replacement (mvr). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The unchanged mr appears to be related to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report.